Event description:
Event description cpi received information that this patient's system was removed because of oversensing due to inappropriate therapy. Insulation damage was also noted to one of the shocking leads, therefore, the chronic lead system was capped and replaced. The physician was unable to determine if there was a problem with the ICD. The ICD was removed and a new pectoral system was implanted.